Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none. Analysis and results: the involved code batch was not known; we have checked the list of batches supplied to the end customer in the period 01.01.2016 to 31.01.2017 that is the date when the incident occurred. Ten batches of the involved reference were supplied in that period: 115403, 115475, 115517, 116052, 116101, 116163, 116285, 115247, 115303 and 117025. As no further information or samples are received from the customer the only analysis that can be done is the complaint history review of the possible batches. There are no previous complaints of any of the possible involved batches. There are no other complaints of any of the other products manufactured with the same raw material batch used in the production of the possible involved batches. Reviewed the batch manufacturing records of all possible batches only 115517 batch has an incidence, nevertheless is not related to thread issues. The rest of the batches had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. (B)(4).

Event description:
Country of complaint: (B)(6). It was reported that at the level of the azygos vein the suture became loose and broke. It resulted in a hemorrhage and a blood transfusion was needed. There was a delay in surgery reported. Length of delay was not reported.